Event description:
The customer reported that during an inspection of the unit, several error codes were observed on the display. No patient was involved.

Manufacturer narrative:
The company representative verified the reported event in the fault log and observed several error codes starting from (B)(6) 2011. The error codes were: rapid gas loss (1 time) on (B)(6) 2011; check iab catheter (5 times) on (B)(6) 2011; leak in iab circuit (1 time) on (B)(6) 2011; iab disconnected (2 times) on (B)(6) 2011; low vacuum (3 times) on (B)(6) 2011; autofill failure (1 time) on (B)(6) 2011 and safety disk test fails (3 times) on (B)(6) 2011. Since the safety disk was to expire on (B)(6) 2011, the safety disk (part number 0997-00-0985-01) was replaced. The company representative ran modem diagnostics, where modem was defined as undefined. The company representative replaced modem interface pcb (part number 0670-00-0763). The company representative checked pneumatic performance service diagnostics, electrical safety tests, preventive maintenance with full calibration, functional tests and safety checks. The unit met factory specifications and was returned to the customer. (B)(4).